Event description:
It was reported that the right ventricular pace/sense lead was oversensing - there were short interval counts (sic) noted - and non-sustained tachycardia episodes were also noted. The lead integrity alert (lia) was triggered. Noise could not be reproduced and there were no changes in lead impedance or other data trends so the physician programmed the alert off and will monitor the lead, which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6943-65 implantable tachy lead 1999 (B)(6). (B)(4).